Event description:
It was reported that when the lead package was opened it was noted that the helix was deployed. The helix was retracted for implant and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).